Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact procedure date in june 2021 available for the patient? Did only 1 device experience the issue of the needle separating from the suture? Did the needle fall into the patient? If yes, was the retrieved during the same procedure? How was surgery completed? Were there any adverse patient consequences? Is the device that experienced the needle separating from the suture in this patient procedure from product code y426h, lot mp6456?

Event description:
It was reported that a patient underwent a breast lift surgery (vertical mastopexy) in (B)(6) 2021 and suture was used. During the procedure, the needle separated from the suture. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/31/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: is the exact procedure date in (B)(6) 2021 available for the 1st patient? No. Did only 1 device experience the issue of the needle separating from the suture? Yes. Did the needle fall into the patient? No if yes, was the retrieved during the same procedure? How was surgery completed? Opened another suture to complete surgery. Were there any adverse patient consequences? No. Is the device that experienced the needle separating from the suture in this patient procedure from product code y426h, lot mp6456? Yes, if this is the info that I provided you previously. Is the device available for return? No- we discard all sharps at the conclusion of the surgeries.